Event description:
It was reported that during a left upper pulmonary lobe resection on (B)(6) 2013 the surgeon used 4 white reloads to proceed. With vessel found blood leaked after each firing and one green reload to do the trachea found air leaked. But all the staples were formed as "b" type. Furthermore, there is a small hole found in the anastomosis. The surgeon had to cut one rib and changed hand sewing to repair them. Now the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. Per the affiliate, 'did the user wait 15 secs prior to firing? Yes. What were the patients preexisting conditions? The tumor is inchoate. On what tissue type was the device used? At what location on the tissue? What was being anastomosed? Left upper pulmonary lobe resection was did on the patient. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. During which stroke did the event occur? The event was found after the 4th stroke. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? Yes. Was the patient taking any anticoagulants or dvt prophylaxis? No. Where exactly was the bleeding coming from, "named vessels", entire staple line? The bleeding coming from the vessels. How is the patient currently? Now the patient is fine. How much blood was lost? Just a little. Did the patient require a transfusion? No. Is the patient expected to have a full recovery? Yes. The analysis found that one ec60a device was returned in good visual condition and with six cartridge reloads present. The cartridge reloads were received fully fired. All of the reloads were disassembled to verify the internal components. Reloads b, c, e, f were received in good condition; reloads g and d were noted to have the top of the one piece sled damaged. No obvious damage to the cartridge deck, which suggests the cartridge may not have been fired over a hard object. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled got damaged, it is possible that the device was attempted to fire on ticker tissue then indicated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.